Manufacturer narrative:
Device evaluated by MFR.: visual inspection of the device shows its middle section is kinked. The overall length its approximate 300 cm but is too twisted to be measured. Additionally, the distal tip was detached off the device. The outer diameter of the distal tip, middle section, and proximal section are within specification.

Event description:
It was reported that the tip detached. A 300cm angled tip v-14 control wire guidewire was advanced to the target lesion below the knee. The tip of the wire became kinked and the hydrophilic tip detached when an attempt was made to withdraw the wire through the balloon. The tip was retrieved from the patient through snaring at a different time. No further patient complications were reported. It was further reported that that the physician pulled out the balloon and wire together. The patient's status was fine.

Manufacturer narrative:
Date of event updated from (B)(6) 2019 to (B)(6) 2019.

Event description:
It was reported that the tip detached. A 300cm angled tip v-14 control wire guidewire was advanced to the target lesion below the knee. The tip of the wire became kinked and the hydrophilic tip detached when an attempt was made to withdraw the wire through the balloon. The tip was retrieved from the patient through snaring at a different time. No further patient complications were reported. It was further reported that that the physician pulled out the balloon and wire together. The patient's status was fine.

Manufacturer narrative:
Date of event was approximated as event date was not provided.

Event description:
It was reported that the tip detached. A 300cm angled tip v-14 control wire guidewire was advanced to the target lesion below the knee. The tip of the wire became kinked and the hydrophilic tip detached when an attempt was made to withdraw the wire through the balloon. The tip was retrieved from the patient through snaring at a different time. No further patient complications were reported.